Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224drg implantable cardioverter defibrillator (B)(6) 2010; 6944-58 implantable tachy lead (B)(6) 2001. (B)(4).

Event description:
It was reported by the patient that the right atrial (ra) lead was defective and drained the implantable cardioverter defibrillator (ICD) battery after only two years. The device and lead will be replaced. No patient complications have been reported as a result of this event.